Event description:
After a vaginal delivery, the cord clamp was applied and the cord was cut. Several minutes later the clamp was found to have slipped off the cord and the cord was oozing blood. Approx 5cc blood loss. A new clamp was reapplied. One artery was noted below the new clamp and it was cut too close to the abdomen to clamp below it. A ligation procedure was performed to that artery to control the bleeding. There was no apparent harm to the pt.